Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's stimulation would turn off when pressing on ipg. The patient also stated the stimulation would turn on and off intermittently. An impedance check revealed no anomalies. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the ipg was explanted and replaced on (B)(6) 2016. No further complaints have been received since the procedure.